Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(4) 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, following image acquisition the site was unable to open the gantry door on the imaging system. The site performed the electric door override procedure and it resolved the issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.